Event description:
Experiencing severe fatigue and shortness of breath; (B)(6) 2017 had left thyroidectomy due to large goiter. Then a mass was found in my chest comprised of thyroid tissue requiring a sternotomy on (B)(6) 2018 to remove the mass. Drs do not know why it grew there. The thyroid mass was not attached to the thyroid. Continued with fatigue and shortness of breath and then right breast pain developed on (B)(6) 2018. Surgeon removed mentor high profile silicone breast implants that were placed in (B)(6) 2014. Severe fatigue has lifted and shortness of breath had resolved.